Event description:
The customer reported that the device would not fit on the handpiece properly and the grey insulation is nicked. The device was not used on a pt.

Manufacturer narrative:
(B)(4). One unused device was returned for evaluation. Visual inspection did confirm a cut in the rubber insulation. The device failed hipot testing at (B)(4). Qa cannot determine where or how this damage occurred but since the device had not been used, it was most likely caused during assembly. The manufacturing instructions and verification procedures define exposed metal and cut or damaged primary wire insulation as defects. Personnel in manufacturing were notified of the customer's report on (B)(4) 2013.